Manufacturer narrative:
H6: per a review of the complaint file, omitted code a160105. Added code a0709.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. A large discrepancy between the impella placement signal (ps) and art line was noted. Spontaneously overnight a spike in the ps and left ventricle signal occurred. Flows and motor current were not affected with no associated alarms. Additional information was received. There was no placement signal alarm. It was just simply inaccurate waveforms and placement signals ¿ao pressure¿ that were reading drastically different than the patients arterial line.